Event description:
Related manufacturer report number: (B)(4). It was reported that myopotential oversensing and incorrect interpretation of supraventricular tachycardia as ventricular tachycardia was observed on the device. Additionally, it was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.